Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the heater/cooler temperature could not be maintained. The device would rise above the 40 degree celsius setpoint, then alarm, indicating it had exceeded the maximum temperature setpoint. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.